Manufacturer narrative:
The mscm1 (control module) is an electronic device that runs the software necessary to operate the mammotome revolve dual vacuum-assisted biopsy system. The device also houses the vacuum pump, power supply, valve actuators, user touchscreen interface and control electronics. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management files and has been shown to occur if the tissue strips contained in the sample management system, of the revolve holster, are not fully aligned or seated properly as instructed within the IFU. The customer has been trained on how to make sure the tissue strips are correctly seated. The control module has been functioning as designed since the reported incident. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, and pursuant to 21 cfr 803, we are submitting this medwatch report

Event description:
It was reported by the sales rep that during the procedure, tissue specimens bypassed the collection cup and went straight into the canister.